Manufacturer narrative:
The reported observation of non-functional stimulator was confirmed when referencing the ipg diagnostic logs. The root cause was due to the device battery not being properly maintained by charging as needed. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity, and all test steps passed. During processing of this complaint, attempts were made to obtain complete event and patient information.

Event description:
It was reported that the patient had their system explanted on 11dec2025 for an unknown reason.

Manufacturer narrative:
Date of event is estimated.